Event description:
The product was used during a vats lobectomy procedure. Reportedly, the staples did not form properly. The surgeon resected the application site with another instrument and completed the procedure.